Manufacturer narrative:
The device was returned to olympus for inspection. Due to expired life expectancy of circuit board, the supply pressure sensor did not work properly. The circuit board was replaced, and the software was upgraded in accordance with the recall requirements. This replacement and upgrade were performed as a proactive correction per the recall procedure and was not associated with any reported or observed malfunction. Based on the results of the investigation the most probable cause of the complaint is component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the failure "due to deterioration of pinch valve, the power cannot be turned on." Is linked to the device but olympus was unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). The most probable cause of the remaining identified failures could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high flow insufflation unit to the service center for a separate issue. During the device analysis, the service engineer indicated that the supply pressure sensor did not work properly, and due to deterioration of pinch valve, the power cannot be turned on. Additionally, the connector was deteriorated (corrosion on the inside) and the circuit board needed to be replaced. There was no patient involvement.